Event description:
It was reported to medtronic neurosurgery that upon explant surgery on (B)(6) 2015, the valve was found to be leaking. According to the report, the valve was implanted approximately nine years ago.

Manufacturer narrative:
The returned valve was identified as a csf-flow control valve, burr hole, high pressure. The valve was patent and met the requirements for reflux testing. However, it did not meet the requirements for pressure-flow, preimplantation and leak testing due to a tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance". It also cautions that ¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating shunt revision¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).